Event description:
It was reported to boston scientific corp in 2008, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure the day prior. According to the complainant, the hta unit would not complete the cycle, twice overheating. (95 degrees) the procedure was completed with the same device. There is no further info available regarding the pt.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unk. The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause of the event. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.